Manufacturer narrative:
The product has been requested. It will be investigated upon return and a f/u report will be submitted. Customers and retailers have been informed.

Event description:
Customer reported receiving an error 3 when a test strip was inserted and a battery and booklet icon appeared on the display of their freestyle blood glucose monitor. The unit of measure change from mg/dl to mmol/l. There was no report of death, serious injury or mistreatment associated with this event.